Manufacturer narrative:
Physical inspection of the returned unit , recorded discolouration of external plastics and pitting and marking of the aluminium cannula port indicating the device has been subject to a cannula fire which can only be caused by excessive heat such as flame , lit cigarette , or electric fire igniting the end of the applied nasal cannula whilst device was running in continuous mode. This is use contrary to the indicated warning signs on the device and in the instructions for use. The cannula fire would have burned back over several seconds - contrary to the ' explosion' description of the user. The fire did manage to jump the aluminium (no fuel) cannula male and continue inside the device ,but did not cause other external excess heat outside the body of the device. No explanation for soot on the ac power connection plug could be identified and the power connector is on complete other side of device to the cannula port. Further clarification of the incident circumstances have been requested from those present during the incident.

Event description:
User reported ''I'd been out and was about to charge the oxygen concentrator on my return home. A friend of the patient plugged the charger into the zen-o and when she plugged it into the wall socket - or moved the plug in the socket - there was a loud bang and a burst of flame shot out from the oxygen concentrator. It was a huge shock for the ladies. According to the assistive technology centre technician who went there and replaced the concentrator with a new one, it looks as though a [?]gas explosion' had taken place inside the machine. There were black marks all round and on the plug and connector." Event occured in sweeden and was reported to the swedish nca - swedish medical products agency (B)(6). No one was harmed, however customer considered there was potential to have caused harm.